Event description:
Related manufacturer report #: 2017865-2024-01954. It was reported, that the patient was dependent on the device for normal function. It was noted, that the left ventricular (lv) lead exhibited elevated, but stable capture thresholds. The lv lead was explanted and replaced. The patient was stable.